Event description:
It was reported that a laryngeal mask had a defective valve.

Manufacturer narrative:
Final investigation showed that the device did not inflate and deflate freely. Attempts at device function varied in effectiveness due to a defective valve.